Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer filled the tubing, however no drips were seen during the load process. During troubleshooting the customer reconnected and tighten the luer lock. The customer reported observing insulin drops and resumed insulin delivery. The customer's blood glucose level was 228 mg/dl.